Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded in the black box. The battery cap was not returned with the pump for investigation. A test cap was used for testing and was able to be properly tightened onto the pump. There was no damage to the battery compartment. The pump was exercised for 24 hours using a test battery cap with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump cover was removed for investigation and did not reveal any evidence of moisture or damage to the pump's interior. Investigation was unable to duplicate the complaint. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power. The patient reported there was no damage to the battery compartment or battery cap, no moisture was seen in the pump, and the battery cap was secure. The patient replaced the battery to no avail. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.